Event description:
It was reported that crossing difficulties were encountered. A percutaneous coronary intervention procedure was being performed. The 80% stenosed target lesion was located in the distal left anterior descending artery. A 2.75 x 16 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. However, it was reported that patient died. The documented cause of death was not reported. It was further reported that the procedure was not completed and the promus element plus remained implanted however, the physician considered the death as not related to the device.

Event description:
It was reported that crossing difficulties were encountered. A percutaneous coronary intervention procedure was being performed. The 80% stenosed target lesion was located in the distal left anterior descending artery. A 2.75 x 16 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. However, it was reported that patient died. The documented cause of death was not reported.